Event description:
Information received indicates the head hi/low runs up unintentionally.

Manufacturer narrative:
The technician found the head hi/low column would not go down when lowered with the hi/low control, but instead would go into trendelenburg. The technician replaced the hi/low column and motor control board to repair the bed. Potential internal limit switch failure.